Event description:
It was reported that the pump shut down unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance and initiated the process for obtaining a renewal pump.